Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the shoulder pack (lot number unknown) and the waist pack (lot number unknown) were not returned for evaluation as they are still in use. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue, and the device lot numbers were unknown. The reported event could not be confirmed due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; a possible cause of the reported shoulder pack and waist pack damage events may be attributed, but not limited to, wear and/or the handling of the packs. Additional products: d1: heartware ventricular assist system ¿ waist pack d4: lot #: 2050 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional product: d1: heartware ventricular assist system ¿ waist pack d4: model #:  2050 catalog #:  2050 / expiration date: unk / serial or lot#: unk d9: no h3:no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the shoulder pack and waist pack were old with scratches on its surfaces, and one of the bags had a problem with the zipper. It was stated that there was a possibility that the battery or controller could fall out of its intended location. The bags will be remove from service. No patient complications have been reported as a result of this event.